Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Customer provided incorrect phone number.

Event description:
The customer reported that the device had a burnt smell and wouldn't power on. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the power management (pm) board revealed heat related damage at the l2 inductor. The pm board was installed into an fi test ventilator. An attempt to boot into normal ventilation mode and deliver breaths was made and failed. The 12 volt supply output was found deficient. The no power state was traced to l2 on the pm board which was found shorted from the primary to secondary windings. The shorted inductor l2 was removed and replaced. After removing the l2 inductor a visual inspection revealed heat related damage to the bottom of l2 and to the pcba board. L2 was replaced and the pm board was reinstalled into the fi test vent. The test ventilator booted into normal ventilation mode and delivered breaths. The power was cycled on and off 15 times and no failures were produced. All voltages were verified accurate. The customer returned pm board was allowed to run for approximately two (2) hours and no errors were generated. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The customer complaint was caused by a shorted inductor l2 on this pm board. Replacement of l2 corrected this failure with no other errors identified. There were no heat related smells detected during this troubleshooting process.